Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: the image had black dots due to damage on the charged coupled device (ccd) unit, the water removal ability did not meet the standard value due to clogging of the nozzle, the plastic distal end cover was dented, the adhesive on the bending section cover was detached, the connecting tube had coating peeling, the bending angle in the up/down and left/right direction did not meet the standard value due to wear of the angle wire, the suction cylinder was shaved, the universal cord had discoloration and a wrinkle, and multiple parts of the scope were scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the gastrointestinal videoscope was used in a diagnostic upper gastrointestinal endoscopy procedure. After the procedure, the scope was reprocessed. On the following day, the customer found the air/water channel of the scope was blocked. An olympus field service employee (fse) checked the scope and confirmed the air/water channel was blocked. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with an unknown yellowish/brown foreign material. Also, evaluation found the bending section cover had clotting protein. The report is being submitted due to foreign material on the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.